Event description:
It was reported that the IV pole latch was broken, the bed exit alarm would not set, the scale was giving false readings, and the foot left siderail was broken. No adverse consequence reported.

Manufacturer narrative:
Loadcell.